Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to construction /design false and defective for the dislocated u disc of tension screw which has been escalated to CAPA; and wear from normal use and servicing for the failures at pretest. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the u disc of the tension screw was dislocated. It was further determined that the device failed pretest for check the saw blade coupling and functional test. It was noted in the service order that the device was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.